Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was missing. The root cause for the missing cable could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient death.

Event description:
During servicing of an electrode belt, which was returned for an investigation into a non-reportable patient death, a reportable malfunction was found. The electrode belt's ECG "c" and "d" cable was missing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing.